Event description:
It was reported that the pump's downstream occlusion (dso) seal was peeling off. The reporter requested replacement instead of repair. Per reporter, this event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in new condition. It was reported that the downstream occlusion (dso) seal was peeling off. Evaluation of device found the dso seal was loose. The cause was not enough loctite was used during seal installation. The dso seal was replaced to correct the problem.